Event description:
Caller reported that insulin gauge displayed an amount different than expected, and the mobile app showed a fill estimate issue with a display of 0 units. There was no adverse impact to the customer's blood glucose level. The discrepancy in the fill estimate was attributed to an alarm condition, and further details regarding the resolution were linked to an additional case issue. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.